Event description:
The facility did not report the reason for the return of a posey personal alarm loud. Inspection shows that the alarm was intermittent when tested.

Manufacturer narrative:
Eval: results - the alarm's negative battery contact was pulled out of the black cap on the battery plate. Alarm works intermittently.